Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
In-incoming inspection at distribution, it was found that there was a foreign material in blister. No patient involvement, adverse consequences, delay or medical intervention.

Event description:
In-incoming inspection at distribution, it was found that there was a foreign material in blister. No patient involvement, adverse consequences, delay or medical intervention.

Manufacturer narrative:
The returned device matched the report and the complaint failure mode was confirmed. Referring to product inquiry the k-wire, sterile t2 femur ø1,8x310 mm [packaging] is stated to be the primary product. During the visual inspection of the item received a hair was found out of the sterile barrier between the clear tube and the pouch within the secondary packaging. According to details received it was detected during ¿in-coming inspection¿. A review of the DHR revealed no discrepancies. Sealing seams and original packaging are still intact. Thus, the pollution must have occurred during the packaging process, which was not detected during inspection. Based on the above facts the root cause of the reported event is related to an inadequate packaging process/insufficient inspection specification.